Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 15nov2018. Philip's technical support provided information to the customer to resolve the issue. Multiple attempts were made to reach the customer. Should new information become available, a follow-up report will be filed.

Event description:
It was reported that during preventive maintenance that the o2 steps are low (80 lpm). There was no patient or user harm reported. The event date was not specified; estimate used.